Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported patient's programmer was showing power on reset (por). They said they only use their patient programmer when they turn it up, and so when they went to turn it up they encountered por. No falls or trauma related. No emi exposure. No symptoms reported. No further complications were reported or anticipated.